Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing and no displacement test failure was noted.

Event description:
It was reported that the customer was running low and the customer believes the insulin pump over delivered insulin as it was filled with 120 units in the afternoon, and then it dropped to 20 units at time of call. The blood glucose reading was 2.1mmol/l. Troubleshooting was performed, and found only one correction since the last infusion set change. Assisted the caller to run a displacement test and the test failed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.